Manufacturer narrative:
A complete lead was returned in one piece measuring 86.4cm. Analysis was completed. No device problem found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the left ventricular lead had out of range impedance and capture threshold. A fluoroscopy was completed to reveal the lead was dislodged. A procedure was completed to attempt to replace the lead, but the guidewire was unable to advance. The lead was explanted and replaced. The patient was stable.